Event description:
During a shoulder repair the distal portion of the suture grasper came away from the rest of the instrument into the pt's body. The case was extended by 1 hour to retrieve all of the broken fragment. The case was concluded successfully without further incident or harm to the pt.